Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occured during an attempt to deliver a bolus and the pump stopped all insulin delivery. The cartridge was noted to be cracked. A new cartridge was able to be loaded successfully. There was no impact to the customer's blood glucose level.